Manufacturer narrative:
There were no samples or images available for review and the lot number provided is not a valid lot number. Without the sample to review, a definite root cause and corrective action cannot be established. L-cath PICC catheters under go flow and leak testing (100%). Additionally, control units are subject to tensile (pull) tests to ensure the functionality of the catheters.

Event description:
At 11:15 pm the bandage of the PICC line is found soaked with liquid and lipids visible in the window of the dressing. External position in change PICC line flushes, flees outside the dressing. No blood coming back.